Event description:
During an atrial fibrillation procedure, blood was leaking through the handle of the catheter. The catheter was removed from the patient and a split was noted on the plastic insulation. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported shaft damage and leak were confirmed. The catheter shaft had been torn exposing the spring body resulting in fluid ingress and the reported leak in the handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak and torn insulation is consistent with damage during use.